Event description:
Hillrom received a report from a hillrom technician stating the bed had CPR feature inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4) .

Manufacturer narrative:
Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support provided the account the part number of the CPR harness cable that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.